Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test fails code 35. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse reset the connections of both datasettes and the main board connections, but the issue persisted. The fse replaced the datasettes (0670-00-1186, 0670-00-1187), and the main board (0670-00-0788). The unit passed all functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
E. Initial reporter. Event site name: (B)(6). Event site postal code: (B)(6).